Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the row board cable required replacement. As per part investigation, it was determined that there was thermal damage observed on the cable pyxibus 7 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 20-jul-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of aux 2.1 row board cable is to be replaced was confirmed by fse and subsequently evaluated in the dchu testing and inspection process. According to wo (B)(4), the bd fse reported that replaced the rowboard cable for the auxiliary hh cubie drawer. Logged in to the hta and tested functions. Cleaned debris afterwards. While checking on components, the fse found damaged pyxibus cable, hence, replaced it. Finally, performed function testing with no issues remaining. During dchu visual inspection: p/n 121085-01: received with a wear mark across the cable and copper exposure with burn marks indicating a thermal event was present. P/n 150825-01: received with no signs of physical damage, missing components or copper wire exposure. During dchu testing: p/n 121085-01: testing was deemed unnecessary due to the observed thermal damage to the returned cable. P/n 150825-01: dmm and hta testing determined a properly functioning cable assembly. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of ribbon cable requiring replacement was not identified. The ribbon rowboard cable assembly was thoroughly tested and found to be functioning as intended. The probable cause of a drawer failure would be attributed to thermal damaged assembly cable pyxibus 7 drawer.